Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00235, 00236, and 00238.

Event description:
Allegedly the patient was revised due to pain (right).

Manufacturer narrative:
Updated information was received on (B)(6) 2018 that changed the reportability status of this incident. Allegedly, the patient was revised due to cocr corrosion. Updated incident description, device and reporter information.

Event description:
Allegedly the patient was revised due to pain (right). Adding patient name received from litigation (B)(6) 2018. Located invoice and updated item numbers. The complaint alleges that the patient was revised due to cocr corrosion. This incident was initially reported in 2016 by a sales rep as due to pain.